Event description:
According to the reporter, during an open intestinal transit reconstruction procedure, at the time of testing, everything worked; however, when opening the load to take the tissue, the user heard a noise between the reload and the shaft. The reload did not open. When trying to remove the load, it was observed that the union of both was loose, and the load could not be removed. To resolve the issue, a new reload and adapter were used with the same handle and shell. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia60avm egia 60 artic vasc med sulu (lot#: n2f0528y); sigphandle, sig power sigphandle handle (serial#: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received with a reload attached. The reload adapter was broken off and stuck in the distal end of the adapter. Functionally, the unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was connected to the gen2 adapter black box running gen2 acc software. The adapter had 1 of 50 procedures remaining. The main screen indicated the strain gauge was still functional and in the appropriate range. The reload could not be removed from the adapter. The adapter was taken apart to allow the remaining reload adapter to be removed. The articulation mechanism was observed to be out of position; this could prevent the loading of a reload. The broken reload adapter was removed. The firing rod was in its home position. There was damage observed to the tip of the firing rod. An rpa loading unit could not be attached. The adapter was connected to a representative handle running v29.5 software and the device calibrated correctly. A representative reload could now be attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness, and be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the jaws will not open, the instrument made a strange noise, and the reload loose on device. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: d4 (serial#) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the proximal end of the reload was stuck in the distal end of the adapter. The reload was attached to the adapter only by the articulation flag. The reload could not be removed from the handle by pressing the reload unload button back toward the power handle then twisting and removing the reload from the adapter. During the process of attempting to remove the reload adapter, the reload articulation flag broke. The articulation mechanism was observed to be out of position. There was damage observed to the tip of the firing rod. The unit was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. It was reported that the jaws will not open, the instrument made strange noise and the reload was loose on the device. The reported issues could not be confirmed. The most likely cause could not be established from the information avai lable. It was also reported that the reload was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was additionally reported that there was the finding powered stapling - damaged firing rod. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload: center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the reload unload button back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.